Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the ht70 plus ventilator o2 sensor failed calibration. There was no patient involvement. The field service engineer (fse) confirmed the reported issue and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.